Event description:
The stent dislodged during the procedure and was not retrieved. During pci, the longer of two stents, 2.5x23mm cypher did not cross into the target lesion. Another attempt was made with a shorter stent, a 2.5x18mm cypher, which also did not cross. When the physician tried to retrieve the shorter stent, it dislodged. The physician decided to deploy it on the spot rather than risking migration.